Event description:
This rv lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 6.5 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. The lead was probably cut during the explantation procedure. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. The fixation helix did not show any technical anomalies. Further analysis of the lead fragments did not reveal any irregularity that might have contributed to the clinical observations in the complaint description. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.